Event description:
Pt reported experiencing elevated blood glucose of 332 mg/dl as a result of air bubbles in the infusion set tubing. Her normal blood glucose range is 70-120 mg/dl. She reported feeling very weak. Pt administered a .4 unit bolus to reduce her blood glucose level. She indicated that the bubbles occurred when she disconnected from the infusion site. Pt stated that she would try a different type infusion set to address the issue. No medical assistance was reported. Product was requested to be returned for eval.